Event description:
Customer reported a past high blood glucose (bg) event with the highest recorded level being 560 mg/dl. Cause was not known. Customer administered a correction injection to address the bg. Customer was advised by cts to consult with a healthcare provider to discuss the ongoing bg issues.